Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of the pacing lead, the physician noted that it required a higher than normal amount of rotations to fixate the lead. When the lead was explanted, the retraction of the helix was slow and a lead issue was suspected. The procedure was completed with a replacement, no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.